Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
During a pulse field ablation to treat paroxysmal atrial fibrillation (a fib), a faradrive steerable sheath clear was chosen. After inserting the sheath, the physician advanced the mapping catheter while aspirating, but a significant amount of air was aspirated. The catheter was removed and reinserted, ensuring it contacted the center of the valve correctly. Despite this, a lot of air was still being aspirated. The sheath was then replaced with another from the same lot, which worked perfectly without any issues. The procedure was completed successfully without any patient complications, and the device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation to treat paroxysmal atrial fibrillation (a fib), a faradrive steerable sheath clear was chosen. After inserting the sheath, the physician advanced the mapping catheter while aspirating, but a significant amount of air was aspirated. The catheter was removed and reinserted, ensuring it contacted the center of the valve correctly. Despite this, a lot of air was still being aspirated. The sheath was then replaced with another from the same lot, which worked perfectly without any issues. The procedure was completed successfully without any patient complications, and the device is expected to be returned for analysis.